Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation, after unpacking the angio-seal device the user noticed that the system was damaged. There was a kink. They did not see the damage while it was in the package. The system was not used. Another angio-seal device was used instead. Patient has been treated as intended. No significant delay of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The returned sample included arteriotomy locator, hemostasis sheath, polyfoil pouch, carrier tube assembly and header bag. The arteriotomy locator and hemostasis sheath were not mated together. The carrier tube assembly was in the sealed polyfoil pouch. Upon visual analysis, it was observed that there was a bend found on the arteriotomy locator near the inlet holes. Upon further analysis under the microscope, it was found that there was a kink at the inlet holes. The hemostasis sheath showed no signs or damage or deformation. The complaint can be confirmed for a kink in the arteriotomy locator. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).